Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had stains on the package. This occurred on 10 occasions. The following information was provided by the initial reporter: the customer reported that there were stains on packages.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-20. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. The visual inspection of the returned units was performed. Four of the returned units had black specks of foreign material on the top side of the top web. One of the specks could be seen bleeding through the top web and was visible from both sides of the top web. The reported issue is confirmed. The appearance of the black specks and the fact that the foreign material can be seen bleeding through the top web indicates that the foreign material is likely ink. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to packaging. This may occur during packaging due to ink buildup on the nozzles of the top web printer. Preventative maintenance is performed to maintain and ensure proper functioning of equipment. These records were verified to be up to date during the production of this lot. Additionally, visual inspections are performed during manufacturing per the quality control plan at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had stains on the package. This occurred on 10 occasions. The following information was provided by the initial reporter: the customer reported that there were stains on packages.